Manufacturer narrative:
Investigation is in process, but not yet complete. This is related to MDR #100-2012-00886.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist bypass procedure, the perfusionist noticed the unit was slow to respond to cooling. The perfusionist also noticed debris within the unit. As the user is able to use the sys by switching between "cooling" and "maintain" mode, the device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.